Event description:
The customer reported being hospitalized due to low blood glucose of 42mg/dl. The caller stated that the insulin pump was exposed to an MRI, which may have caused issues. The customer mentioned that the basal rate was changed without her intervention. Troubleshooting was performed. Reviewed the programming, and it was correct. Advised the caller to contact her doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.